Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the infusion site (lower back) while wearing the pod. The patient removed the pod on (B)(6) 2025 as they were experiencing pain while wearing the pump and up removal they noticed purulent discharge at the infusion site. On (B)(6) 2025, the patient began to experience a high fever and the site still painful with purulent discharge and now warm to the touch so the patient sought medical attention at an urgent care centre. The patient was confirmed to have an abscess, this was drained and the patient was prescribed co-amoxiclav as treatment and was advised to present at the hospital if the infection did not improve. On either (B)(6) 2025 or (B)(6) 2025 (patient cannot recall exact date), the patient was then hospitalised at (B)(6). The abscess was surgically removed and the patient received further unspecified antibiotics as treatment. The wound was packed and the patient had regular follow ups to repack and dress the wound until (B)(6) (exact date not provided). The patient discarded the pod.